Event description:
Treatment of a p-comm (posterior-communicating) artery aneurysm measuring approximately 6mm. During pipeline deployment in tortuous anatomy, it was reported that the pushwire broke and the entire system was removed from the patient. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. (B)(4).